Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. It was reported that the pt had moderately tortuous and minimally calcified in the vessels. It was reported that the angle between the proximal aneurysm neck and the main axis 50 degrees. It was reported that the pt had a persistent type I proximal endoleak. In order to ensure an adequate proximal seal, three 32 mm diameter talent cuffs were ordered. Implantation of the talent cuff is scheduled for 2004.